Manufacturer narrative:
No conclusion code available; failure event observed during analysis. A partial lead was returned in two segments for analysis. Externalized conductors due to internal insulation abrasion were noted at 7.4-9.6cm and 10.6-13.4cm from the distal tip. Internal insulation abrasion was noted at 10.6-12.3cm from the distal tip. The etfe coating was intact at these locations. (B)(4).

Event description:
This report is to advise of an event observed during analysis.